Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the pump did not infuse the medication and did not emit the alarm. The issue was noticed after the pump was placed on the patient and during the medication infusion, in a homecare setting. There was no harm caused, as the pump was replaced.

Manufacturer narrative:
D4 - primary UDI number: updated. D9 - date returned to MFR: 20-apr-2026. H3 and h6 codes: updated. The suspect pump was returned for evaluation. Visual inspection revealed no anomalies. Functional testing showed that the flow rate was too low, although all alarm sounds were functioning properly. The issue was resolved by replacing the expulsor and valves. The cause of the reported problem could not be determined.